Event description:
As part of bec corrective and preventive action for the creatinine module on the unicel dxc 800 synchron clinical system, the customer requested that bec monitor, the creatinine module via the absorbance vs time (avt) plots. The avt plots showed slight anomalies that prompted bec to ask the laboratory to re-run the sample. Customer reported that the repeat results were significantly different from the original result. Customer reported that erroneous result was reported out of the laboratory. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed repairs on the following components: crem module, mc vacuum/waste regulator, mc cup fluid tube kit, mc crane fluid tube, mc crane fluid tube obstruction detection correction sensor, sample probe, t-valve, 100 ul syringe.